Event description:
It was reported that the patient experienced a possible epileptic seizure. The patient experienced epigastric pain and nausea followed by loss of consciousness and hypertonia of the lower part of the face (maxillary contraction). The patient's dose of lamotrigine was increased on (B)(6), 2011, and the event resolved without sequela. It was noted that the event was a worsening or exacerbation of a pre-existing condition. It was also reported that the patient gained 3kg. The hcp replaced lamotrigine with levetiracetam on (B)(6), 2011 and the event was reported as resolved without sequela on (B)(6), 2011.

Manufacturer narrative:
Programmer model 37642 serial# (B)(4); extension model 37085-95 serial# (B)(4) implanted: 2011-(B)(6); explanted: na; extension model 37085-95 serial# (B)(4) implanted: 2011-(B)(6) explanted: na; lead model 338940 lot# b0877304k implanted: 2008-(B)(6) explanted: na; lead model 338940 lot# b0877305k implanted: 2008-(B)(6) explanted: na; (B)(4).

Event description:
Additional information received reported that the patient lost 1.5kg after switching off lamotrigine.

Manufacturer narrative:
(B)(4).